Event description:
Following a diagnostic catheterization procedure, the physician attempted closure with the closer tsl 6 device. The physician reported an easy insertion. Upon plunger deployment and removal, there was a posterior cuff miss. The foot would not close when the physician tried to park the foot for device removal. The physician contacted the perclose rep who attempted to troubleshoot the problem with the physician via the telephone. The device was manipulated toward the pt's head in an attempt to remove the foot from the artery. When that was not successful, the physician disassembled the handle to attempt to manipulate the wire that actuates the foot manually. This mitigation was unsuccessful. The pt was transferred to another hosp for surgical removal of the device. According to the perclose rep, the vessel was repaired in surgery. Later that evening, the pt began to bleed and returned to surgery for further vessel repair. The pt received a blood transfusion and remained in the hosp for 3 days. The pt was reported in good condition upon release.